Event description:
It is reported that the customer had high blood glucose levels of 127 mg/dl. According to the customer, she received a no delivery alarm from the insulin pump. Troubleshooting was done. Customer was advised to replace the infusion set and the reservoir of the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.